Event description:
This case was reported by a consumer and described the occurrence of left leg thrombosis in a female patient who received triple salt dental adhesive cream (corega ultra cream) for denture adhesion. A physician or other health care professional has not verified this report. Concurrent medical conditions included denture wearer. On an unknown date (reported as "many years ago"), the patient started triple salt dental adhesive cream (dental). In (B)(6) 2011, the patient experienced thrombosis in her left leg. This case was assessed as medically serious by gsk. Treatment with triple salt dental adhesive cream was continued. At the time of reporting, the event was resolved.

Manufacturer narrative:
Corega ultra cream (distributed as super poligrip in the united states) is manufactured in (B)(4), and neither the product nor lot number for this product is available. (B)(4).